Manufacturer narrative:
On 1/3/2019, additional information was received indicating the baker grade of the capsular contracture was grade IV. The replacement device was identified as a mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(6). On 1/8/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual inspection of the device it was observed a rupture in posaterior view, measuring approximately 3.5 cm . No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Concomitant medical products: mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced capsular contracture baker grade iii on the right side. As a result, the patient will undergo removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2019.